Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12938. It was reported the patient experienced random electric surges in his left ear and face that are not painful. The surges usually happen when the patient turns his head a certain way. The surges occur with stimulation on and off. The surges occur 5-10 times a day, lasting 5-6 minutes. The sjm representative is to meet with the patient as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.